Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b3, b6, d6: date

Event description:
Additional information was received stating that a 2.5x23mm xience sierra stent was implanted on (B)(6) 2019. The patient was discharged on (B)(6) 2019. On (B)(6) 2019, the patient was re-admitted chest pain. A wide range of st elevation was confirmed with anterior precordial lead. In-stent thrombus (complete obstruction) was confirmed in the mid left anterior descending coronary artery by intravascular ultrasound and angiography. The thrombus was aspirated to timi3. Laser coronary atherectomy was performed and balloon angioplasty was performed with a 2.5x15mm non-compliant balloon at 20 atmospheres. After treatment, it was suspected that the patient was tolerant to effient. Dual antiplatelet therapy was changed to aspirin and brilinta. Follow-up was continued carefully. On (B)(6) 2019 the patient was re-admitted chest pain. St elevation was confirmed with precordial lead under electrocardiogram. Subacute thrombosis was confirmed in the same part of the lesion. Long inflation was performed with a 2.5x20mm perfusion balloon to complete procedure. CABG was performed. There was no clinically significant delay in the procedure. The patient's condition was good. The physician judged that stent thrombosis was related to the reported stent. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was re-hospitalized, stent thrombosis was confirmed with an unspecified xience stent. No additional information was provided.